Manufacturer narrative:
Additional devices for this complaints: (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU and patient manual, users are instructed to return any damaged components to heartware. If the controller is only connected to one power source, the controller will function, but will sound an alarm after twenty seconds. In addition, the user is cautioned to always have a backup controller available and programmed identically to the primary controller. According to the IFU, controllers are expected to function for at least one year. The real time clock has a different power source from the pump parameters display and alarms. The controller will continue to power the pump. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has not been returned.

Event description:
It was reported by the vad coordinator that the patient was having critical battery alarms and power disconnect alarms on both batteries and the adapter. The controller showed a date of 12/18/00 on the monitor. The log files showed critical battery on (B)(4) as well as displayed a date/year as 2000. The controller was exchanged to controller (B)(4) and the battery was replaced with no reported consequence or impact to the patient. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported events of critical battery alarms, power disconnect alarms and inaccurate date/time. One battery, (B)(4), was returned for evaluation. The controller, (B)(4), was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the controller's manufacturing records confirmed that the associated device met all requirements for release.  Failure analysis of the returned battery revealed that device passed visual examination and functional testing. Analysis of the log files revealed multiple critical battery alarms and power disconnect alarms. (B)(4) was involved in critical battery alarms only. However, the date is unknown due to that the real time clock was reset to zero (year 2000).  The most likely root cause of the reported alarms can be attributed to a communication error between the controller and battery. The manufacturer is investigating communication errors. The most likely root cause of the reported date/time error can be attributed to an extended period of time where the controller was not connected to an external power source, causing the real time clock to deplete. Additional system component being reported for this event: medical device: battery /(B)(4). Device manufacture date: 06/21/2016. Labeled for single use?: no. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.